Event description:
The user facility reported that midway through two separate laparoscopic procedures, they experienced a complete loss of image, and the monitor displayed a color bar pattern. The procedures were said to have been completed with the use of a different video sys. There were no pt injuries reported.

Manufacturer narrative:
Olympus had followed up with the user facility regarding the report, but rec'd only limited info regarding the reported events. The hosp biomedical engineer stated that there were no image issues found to be related to the telescopes used in the procedure. The device referenced in this report has not yet been returned to olympus for eval, and olympus is working with the user facility to schedule a visit to the facility and inspect the device. If the device is rec'd at a later date, or if further significant add'l info is obtained, the report will be updated. The cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR report number: 8010047-2010-00038 for the second event referenced in this report.